Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device(s) not available for evaluation. Engineering eval completed by nf on 2019.04.03. Design-related issues: the design of the posterior femoral augmentation block trial has been in the field since 1997. Exactech is aware of 4 similar complaint reports involving broken posterior femoral augmentation block trial since 2008. This issue does not appear to be design related. Mfg-related issues: manufacturing data could not be reviewed because the serial/lot information was not provided. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken instrument reported in experience case (B)(4) was likely the result of material degradation associated with normal use and subsequent sterilization cycles. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. During surgery the instrument broke the plastic wedge split in half, all broken parts were retrieved, no impact on surgery. An investigation was conducted: the broken instrument reported in experience was likely the result of material degradation associated with normal use and subsequent sterilization cycles. However, this cannot be confirmed as the device was not available for evaluation.

Event description:
It was reported from ous that during an orthopedic surgery there was an issue with the trial. During surgery the instrument broke the plastic wedge split in half and the magnet loosened while the trials were being done. Breakage was notice on retrieval of trial implants no impact on surgery. No incident to patient. All broken parts were retrieved, no impact on surgery. Device not returned. No additional information has been provided by the contacts related to this event following multiple attempts.

Event description:
It was reported from ous that during an orthopedic surgery there was an issue with the trial. During surgery the instrument broke the plastic wedge split in half and the magnet loosened while the trials were being done. Breakage was notice on retrieval of trial implants no impact on surgery. No incident to patient. All broken parts were retrieved, no impact on surgery. Device not returned. No additional information has been provided by the contacts related to this event following multiple attempts.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device(s) not available for evaluation. Engineering eval completed by nf on (B)(6) 2019. Design-related issues: the design of the posterior femoral augmentation block trial has been in the field since 1997. Exactech is aware of 4 similar complaint reports involving broken posterior femoral augmentation block trial since 2008. This issue does not appear to be design related. Mfg-related issues: manufacturing data could not be reviewed because the serial/lot information was not provided. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken instrument reported in experience case (B)(4) was likely the result of material degradation associated with normal use and subsequent sterilization cycles. However, this cannot be confirmed as the device was not available for evaluation. IFU (B)(4): instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. During surgery the instrument broke the plastic wedge split in half, all broken parts were retrieved, no impact on surgery. An investigation was conducted: the broken instrument reported in experience was likely the result of material degradation associated with normal use and subsequent sterilization cycles. However, this cannot be confirmed as the device was not available for evaluation.